Manufacturer narrative:
Date of event: (B)(6) 2019 - used the first date of (B)(6) as no event date was provided.

Event description:
It was reported that guidewire detachment occurred. A v-18 control wire guidewire was selected for use and during the procedure the guidewire broke off while inside the patient. The patient's body was scanned under fluoroscopy and found no trace of the broken wire. No patient complications nor injuries were reported.